Event description:
Additional information: it was reported that the patient¿s pocket was tightened up once.

Event description:
It was reported the patient had lost a lot of weight. The pump was loose; it moved and flipped in the pocket. The patient experienced difficulty with refills. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).